Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The breach was further described as touch contamination. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient had been retrained on proper aseptic technique and was recovered from peritonitis. The action taken with pd therapy was not reported. No additional information is available.